Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusion can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
The pt's mother reported that on the evening of (B)(6) 2011, the pt obtained low blood glucose (bg) readings 68 to 54 mg/dl with symptoms of vomiting. The rptr claimed the pt was unable to keep any food down. The pt's mother stated they took the pt to the ER, where they kept her until she was discharged the following day. It is not known what treatment the pt received while in the ER. The diagnosis is also not known. The rptr claimed since ER visit the pt continues to obtain low blood glucoses intermittently during the day that range from 50-70 mg/dl; however, no longer is nauseous or vomiting. The rptr stated she has adjusted dosing per hcp recommendation, but low blood glucoses continue. At the time of troubleshooting, the rptr confirmed time on pump was correct; however, date was behind by one day. Basal programming was confirmed to be correct. It was noted that a temp basal was programmed last 5 out of 7 days and basal programming changed. The pt's mother stated they have used a different vial of insulin with no improvement. The mother expressed concern that the pump was not delivering insulin as it should and causing the low blood glucoses.